Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient the md noticed that the balloon automatically deflated after inflation. He properly maintained the vacuum on the balloon and there was nothing special at that time. As a result, the md removed the failed catheter with sheath together according to the instruction for use. The procedure was completed successfully after the catheter set was replaced. There was no harmful outcome to the patient.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iab bladder was fully intact with no damage noted. Although, the root cause of the complaint could not be determined the returned iab passed visual and functional test specifications. No further action required.

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient the md noticed that the balloon automatically deflated after inflation. He properly maintained the vacuum on the balloon and there was nothing special at that time. As a result, the md removed the failed catheter with sheath together according to the instruction for use. The procedure was completed successfully after the catheter set was replaced. There was no harmful outcome to the patient.